Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted to the intensive care unit (ICU) on (B)(6) 2025, experiencing low flow alarms in hemorrhagic shock with tension hemothorax unexpectedly without antecedent trauma or surgery. The patient was transfused and temporarily stabilized with chest tube placement, but the bleeding continued. The patient was on pressor support and flows normalized. On computed tomography (CT) imaging and echocardiogram, an active bleeding source could not be found. The patient's family chose to transition to comfort care, and the patient passed away on (B)(6) 2025. The patient's family and the medical team agreed to perform an autopsy to help identify the cause of death, and the coroner noted on (B)(6) 2025 that it was a pump-related issue. The bend relief was detached and there was a visible hole in the outflow graft where blood would have been exsanguinating. Computed tomography images were attached which showed the bend relief appearing attached on (B)(6) 2024, however subsequently appearing detached on (B)(6) 2024 and (B)(6) 2025. Log files were submitted for review, and the site would like the pump examined to see if there was any flaw with the bend reliefs ability to lock onto the outflow graft and pump.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the evaluation of the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), confirmed the report of a disengaged outflow graft bend relief as well as damage to the outflow graft. Although a specific cause for these findings could not be conclusively determined through this evaluation, the observed outflow graft damage could have contributed to the reported bleeding and low flow alarms. The account submitted five computed tomography (CT) images for review. The CT images were captured on (B)(6) 2024, (B)(6) 2025, per the date stamps. The (B)(6) 2024 images appeared to capture the bend relief not fully engaged to the outflow graft hardware. Further separation of the bend relief was observed in the (B)(6) 2025 images. The submitted system controller event log file contained events that were captured prior to the reported event date of 13jul2025, from (B)(6) 2025, per the timestamps. No notable events or alarms were captured. The pump appeared to function as intended at the set speed. (B)(6) was returned assembled with the pump cable severed approximately 5.5¿ from the pump header. The distal portion of the pump cable and the modular cable were not returned. The sealed outflow graft was returned attached to the pump cover outlet port with the bend relief disengaged from the graft hardware. The apical cuff was returned secured with the cuff lock fully engaged. (B)(6) appeared to have been exposed to a fixative agent prior to its return for evaluation. Approximately 8.5¿ of the outflow graft was returned with the outflow graft bend relief detached from the graft attachment hardware. Damage to the graft material was observed adjacent to the graft hardware, consistent with a photograph submitted by the account. Inspection of the graft hardware and bend relief hardware did not reveal any evidence of damage. A specific cause for the observed bend relief disconnection, as well as an exact duration of time for which it was disconnected, could not be conclusively determined through this evaluation. Furthermore, the observed bend relief disconnection could have led to the bend relief hardware abrading against the graft material, potentially contributing to the observed outflow graft damage. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no evidence of developed or adhered depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The retrieved left ventricular assist device event and periodic log files appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) as well as outflow graft assembly, lot number 8360459, were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D and the heartmate 3 lvas patient handbook, rev. A are currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including bleeding, pericardial fluid collection, and death that may be associated with the use of the heartmate 3 left ventricular assist system. This section addresses all pump parameters, including pump flow. Section 4, ¿heartmate touch¿ communication system,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Section 4 also notes that changes in patient conditions can result in low flow. Section 5 of the IFU, "surgical procedures" (under "preparing the sealed outflow graft"), outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft for implant. Section 5, under ¿de-airing the pump¿, explains that when de-airing is completed, slide the bend relief over the metal fitting of the sealed outflow graft toward the locking screw ring until it engages into place. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may lead to serious adverse events such as low left ventricular assist device flow and/or bleeding. This section then instructs the user to visually inspect the bend relief to confirm that it is fully connected and seated to the sealed outflow graft. To confirm, try to unseat the connected bend relief from the metal fitting by gently pulling the bend relief back toward the anastomosis and then towards the pump. The bend relief should remain captured and move approximately 0.5 mm without disengaging from the graft. Section 5 of the IFU, under "securing the pump and connections", cautions that care should be taken to ensure that the sealed outflow graft bend relief remains connected during sternal closure. The IFU instructs that once the flow through the blood pump is satisfactory, ensure that the sealed outflow connections are dry and secure. Obtain hemostasis and close all wounds in the standard fashion. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length". Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outlines all system alarm conditions as well as how to respond to each alarm condition. Additionally, extrinsic outflow graft obstruction (eogo) was discovered during investigation. Upon evaluation, a lengthwise crease was observed in the sealed outflow graft. Tissue accumulation on the exterior of the graft appeared to have filled in and formed over the distortion. A corrective action has been initiated to investigate extrinsic outflow graft obstructions. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
User facility report: mw5175794 was received on 12sep2025. B3: date of event corrected. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that the patient had a computed tomography (CT) scan on (B)(6) 2025 that appeared to show the bend relief detached from the outflow graft/pump. The patient had occasional chest pain, atypical at times and relieved at times with nitroglycerin, generalized malaise, and anemia. It was noted that a possible reason for the detachment may have been a ground level fall that the patient had in (B)(6) 2025 without evident bodily injury however it was not definitive.